Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received crack on pump and broken belt clip. Customer also had short battery life. The event involved product(s) mmt-1884, acc-1601. The customer reported no adverse event. Troubleshooting was performed and understood that the crack is impacting the battery functionality as the crack is on battery compartment. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1884 is expected to return. Acc-1601 not expected to return.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 21:16:00 faster than expected at 5.91 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 23:19:00 after more than 7 days at 12.59 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 17:33:00 after more than 7 days at 13.59 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records, isolate to electronic stack. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Pump received with normal operating currents. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors, including the battery flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: coroded battery tube, pillowing keypad overlay, scratched case, cracked battery tube, cracked corner of belt clip rails, cracked case, battery tube threads cracked, label damage (faded), stained keypad overlay, cracked keypad overlay, and keypad overlay texture damage. In conclusion, customer concern was confirmed about the battery lasting less than expected via baat tool, isolate to electronic stack. Customer concern of crack near battery compartment was confirmed when cracked case, cracked battery tube, cracked battery tube threads, and cracked corner of belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.